Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink had segments missing from the display. The complaint was classified based on the conversation between the patient and the customer care advocate(cca) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with insulin through pump therapy. It is not clear if the patient made changes to her usual management routine; however, the patient alleged she was on a "renal" diet. Prior to the start of the alleged issue, the patient claims she felt symptoms of dizziness, light headed, dehydration, lethargic, vomiting and fell into a deep sleep "like a coma." The fire department was reportedly contacted. The patient alleged her blood glucose read "over 500 mg/dl." It is not clear if the result was obtained with the subject meter or with the fire department meter. The patient was taken to the hospital where "they tried to get her blood glucose to come down." The patient could not specify what kind of treatment was provided. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms and treatment received by a health care professional (hcp) happened prior to when the reported issue first occurred. However, this complaint is being reported because the alleged product issue remained unresolved.